Event description:
The IV tubing set was run through with dextrose 10% and placed in the alaris pump and was infusing through a peripheral intravenous line (piv) into the baby. The rn standing at bedside doing care on the patient heard and saw a large amount of fluid drop onto the floor. The rn noted the buretrol had given way from the base completely and all the fluid had fallen onto the floor, wall and bedside equipment. The white endcap at the base of the cylinder of the burette had popped off. The fluid was immediately stopped and new IV fluid was run thru with a new tubing set without issue and patient restarted into the piv.====================== health professional's impression======================bottom cap of the burette should not have popped off.